Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had been off for 4 hours. The nurse stated that the patient was transferred to computed tomography scan. It was stated that the arctic gel pads were not emptied before transfer to computed tomography scan. The nurse stated the device had alert 01 (line open) and alert 02 (low flow). Nurse stated a puddle was noted in the floor when they were leaving for computed tomography scan. The target temperature was 37 c, patient temperature was 34.6 c, water temperature was 9.c, and patient trend indicator was 4 bars, flow rate was 0.0 l/min and 4 pads were connected. Mss walked the nurse through disconnecting and reconnecting pads using proper technique. Nurse emptied pads and restarted. Device still had an alert 02 (low flow). Nurse checked diagnostics, inlet pressure was -1.5 psi, circulation pump was 100 percent, mixing pump was 0 percent, heater was 0 percent, system hours were 3653, pump hours were 3104. Mss explained nurse that the device may need repair. Nurse stated they were in the progress of locating another device. Nurse would tag the unit and send the device to the biomed. Mss explained to empty pads before connecting to another device. Nurse would replace pads if device change did not resolve the issue. Per follow up information received on 19apr2022, it was stated that there was no patient involved.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the reported issue was not duplicated during testing. No repairs were made for the reported issue. An electrical safety test and calibration was performed on the as5000 system. The as5000 system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had been off for 4 hours. The nurse stated that the patient was transferred to computed tomography scan. It was stated that the arctic gel pads were not emptied before transfer to computed tomography scan. The nurse stated the device had alert 01 (line open) and alert 02 (low flow). Nurse stated a puddle was noted in the floor when they were leaving for computed tomography scan. The target temperature was 37 c, patient temperature was 34.6 c, water temperature was 9.c, and patient trend indicator was 4 bars, flow rate was 0.0 l/min and 4 pads were connected. Mss walked the nurse through disconnecting and reconnecting pads using proper technique. Nurse emptied pads and restarted. Device still had an alert 02 (low flow). Nurse checked diagnostics, inlet pressure was -1.5 psi, circulation pump was 100 percent, mixing pump was 0 percent, heater was 0 percent, system hours were 3653, pump hours were 3104. Mss explained nurse that the device may need repair. Nurse stated they were in the progress of locating another device. Nurse would tag the unit and send the device to the biomed. Mss explained to empty pads before connecting to another device. Nurse would replace pads if device change did not resolve the issue. Per follow up information received on 19apr2022, it was stated that there was no patient involved.